Event description:
The bottom half of the omni plantar post 12mm broke off during surgery. The broken post was found in the final x-ray images. The surgeon removed the top half of the post. The surgeon used a filler in place of the post, then implanted the 3.5 locking screw.